Manufacturer narrative:
Initial and final MDR 1926042 - MDR 3003442380-2024-17697 - device 2 of 2. E1: patient city: (B)(4). Patient country : colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On 28-june-2024, it was reported that patient faced two infusion sets tap not sticking. Infusion set was in use for 1 day. No further information available.